Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip jaws lock onto the intended tissue following the proper deployment process on the handle; however, the clip would not release from the catheter to deploy. The clip was then physically pulled off the tissue by pulling the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.